Event description:
Device issue: failure to inflate, blocked lumen. Time of device issue: during the procedure. Adverse event. None. It was reported that the mini vision balloon would not inflate during an unspecified procedure. Though requested, no additional event or patient information was available. During manufacturer evaluation, an obstruction was found in the hypotube.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage noted to the sds. A new indeflator was used in an attempt to pressurize the balloon, but the balloon would not inflate. The distal shaft was cut 2 cm distal to the guide wire exit notch to allow the balloon to be pressurized to rated burst pressure and the balloon inflated with no leaks or rupture noted. A guide wire was inserted in the hypotube from the hub and a blockage was found 13 cm proximal to the guide wire exit notch. The particle causing the blockage was sent for chemical analysis. The analysis did not determine a conclusive match to a known sample, but was noted to be similar to tape adhesive. It is possible that this blockage was introduced at the vendor where the hypotube is manufactured or during finished good manufacturing where the device is assembled. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Based on the incident information and analysis of the returned product, it appears that the reported failure to inflate the balloon was caused by a blockage in the inflation lumen of the sds.